Event description:
Battery issue with baxter sigma spectrum infusion pump. Replaced battery unit not charging battery. Replaced power supply unit not charging battery. Checked battery contacts found that several were depressed and stuck. Replaced back cover and tested no other problems found.